Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim bearing, cat#: unknown, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07028. Product was discarded.

Event description:
It was reported that the patient was revised to address instability and polyethylene wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product was evaluated through manufacturing review and the patient¿s tibial dislocation was confirmed through radiographic review. However, the instability and patellar wear were unable to be confirmed. The device history records were reviewed and no discrepancies were identified. A radiographic review indicated that the right knee had evidence of anterior dislocation of the tibia, but no radiolucency or acute fracture. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. Medical product - maxim por ana pri cat#: 140051, lot#: 583780; biomet ilok pri ti cat#: 141212, lot#: 180990 ; biomet finned pri cat#: 141314, lot#: 290950 ; max pri-lip tib br cat#: 146336, lot#: 735410. Product ID initially reported was for the contralateral side and now updated to current product information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address instability and patella wear. The x-ray review confirmed an anterior dislocation of the tibia. Attempts have been made and no further information has been provided.